Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were receiving multiple no delivery alarms. Blood glucose level at the time of incident was 458 mg/dl. Customer reported changing out several infusion sets and reservoir. Troubleshooting occurred but did not resolve issue. Insulin pump will return for analysis.

Manufacturer narrative:
(B)(4). No unexpected no delivery alarm noted during testing. Insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.